Manufacturer narrative:
Upon further review of the event, it was determined that this event is not reportable. This event involves an untreated type I endoleak with no reported aneurysm enlargement and is not reportable according to our guidelines, this report will be retracted.

Manufacturer narrative:
H6. Conclusion code 1:22: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Information requested, but not provided.

Event description:
It was reported to gore: on (B)(6) 2019, the patient underwent an emergent endovascular repair of rupture on stanford type b aortic dissection using a conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On an unknown date, 2019, follow up tomography scan revealed a proximal type I endoleak. The physician is monitoring the patient.